Event description:
A malfunction occurred on a customer's pump, prompting the caller to report the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the situation, tandem technical support arranged to replace the pump and instructed the customer to switch to manual daily injections as a backup therapy. The customer was guided on preparing the pump for return and informed about the procedures for using the replacement pump.